Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. Analysis revealed no anomalies and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead threshold had been trending upward into the high range. The lead was explanted and replaced. It was noted that the patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.